Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving another failed battery test alarm. Customer's blood glucose was unknown. Customer was not able to troubleshoot or give more information due to being in a car driving. Customer would call back to complete troubleshooting.